Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising under the lifevest equipment. Patient described the area as discoloration under te pads and electrodes. There was no alleged device malfunction contributing to the bruising. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the bruising. Reporting out of an abundance of caution. Outcome of the irritation is unknown.